Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Corrected field: b5, e1 initial reporter name, e3, g2. Nurse called requesting assistance for a fiber-optic sensor failure. She reported this alarm happened after defibrillating the patient. Esp team member requested nurse to remove and reinsert the fo cable ensuring the arrows align. This did not resolve the alarm. Esp team member instructed nurse to remove the fo cable from the cardiosave and to switch to the inner lumen for the ap source. Nurse was unable to press the zero button, as it appeared to be frozen. She stated the top row appeared to be frozen, but she could press the other buttons on the screen. Esp team member recommended switching consoles. She denied assistance with switching the consoles

Event description:
The complaint was received through a direct call from the customer to the emergency support program. Nurse called requesting assistance for a fiber-optic sensor failure. She reported this alarm happened after defibrillating the patient. Esp team member requested nurse to remove and reinsert the fo cable ensuring the arrows align. This did not resolve the alarm.

Manufacturer narrative:
Additional information: due to characterization limit e1 (event site full name: (B)(6), initial reporter: (B)(6)). Additional reporter: (B)(6) rn. A supplemental report will be submitted upon completion of our investigation. Complaint ID# (B)(4).

Event description:
It was reported that during use, the intra-aortic balloon (iab) associated with the pump console had a fiber-optic sensor failure. No patient harm or injury reported.